Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient developed severe right ventricular failure post left ventricular assist device (lvad). The team had difficulty offloading the patient¿s left ventricle with the lvad. The patient received multiple chest computed tomography (CT) scans with computed tomography angiography (cta) for lvad imaging due to concern for clot or other obstruction. Per the advanced heart failure team, the patient¿s left ventricle was severely dilated and bigger than the right ventricle with the intraventricular septum bowing towards the right. This was seen with an lvad speed of 6400 rpm. A centrimag right ventricular assist device was placed for extracorporeal membrane oxygenation (ECMO) support on (B)(6) 2026 running at 3600 rpm with 3-3.4 lpm of flow, while the lvad speed was increased to 7200 rpm. An echocardiogram performed on (B)(6) 2026 show the atrioventricular valve opening every beat on some images and closed on other images at the increased lvad speed of 7200 rpm. The size of the left ventricle seemed smaller, but the left ventricular end diastolic diameter (lvedd) was still 6.1 centimeters despite the high speed. The lvad parameters at that time included a flow of 3.7 lpm, speed of 7200 rmp, power of 6.5 and pulsatility index (pi) of 2.3. Despite these settings, the patient¿s left ventricle was not offloaded. Log files submitted for review noted the calculate pi appeared low and stagnant. The customer was concerned about a possible inflow conduit obstruction. Inotropes were initiated and the patient ultimately received a heart transplant on (B)(6) 2026 due to the lvad not supporting the patient.